Event description:
Customer called to report that the insulin pump has a blank display. It was reported that the insulin pump alarmed no delivery during the bolus procedure. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 367 mg/dl. Customer stated that the display returned after battery change. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.